Event description:
No additional information is available.

Manufacturer narrative:
DHR review: the complaint lot# is 4234833, sku is 383313, assembly in suzhou plant on 2024. Sep. 12, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: sample returned; visual analysis of the extension tubing shows that the extension tubing was cut. Retained sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Possible cause analysis: based on the information, the extension tube was cut. The possible reasons for this failure include: 1. Luer port of the luer-adapter was damaged or have raw material defect. 2. Extension tube was over swaged and cause tube damaged. Current manufacturing already has control procedures as below to monitor and prevent this kind of defect: 1. Both incoming inspection and in-process assembly will be sampling to monitor material quality. 2. Both in-process and outgoing sampling check will do leakage test for component. 3. Tube swaging machine has dcc to 100% inspect ext-tubing swaging depth. Conclusion(s): the retained sample leakage test result is within product specification. Sample returned showed damage to the extension tubing. We cannot identify the actual cause of tubing damage, so the root cause is not clear for this leakage issue.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i - leakage. Customer sent video of intima 24 catheter leaking during infusion of saline solution in pediatric ward. The customer reported that "I am sending you details of the notification that took place this week. The case reported in the previous emails will not be possible to proceed with the analysis as the sample was discarded and we have no further information about what happened. Intima catheter with leaking extension. Is there any impact on the patient? If so, please explain in detail. The inconvenience of having to change the catheter, performing a new puncture. Did the patient require medical/surgical intervention due to the event caused? No. Has the patient's treatment regimen changed as a result of this event? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.